Manufacturer narrative:
As received, the device was returned for analysis. Premature battery depletion was not confirmed by analysis. Additional analysis on the device was performed, and no sources of high current were noted. High voltage lead impedance (hvli) measurements were performed and no anomalies were noted. Monthly battery voltage and current trends were reviewed and no anomalies were found. Longevity assessment was performed and device was in the normal range of operation with appropriate longevity.

Manufacturer narrative:
(B)(4).

Event description:
The device prematurely reached eri. It was explanted and replaced.